Event description:
During surgery, the surgeon attempted to bend the plate, but afterward the plate looked too stressed and on the verge of failure so it was not used. The surgery was extended approx 30 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.